Event description:
A dialysis facility reported that 2 patients gained weight during hemodialysis treatments. Pressure holding test was reportedly performed, but when the machine was pulled for evaluation, the facility technician was unable to perform the test. The first patient came in with nausea and vomiting and was below dry weight. No weight removal was set for this patient. His post weight indicated that he gained about 4 kg. There was no adverse effect on the patient.

Event description:
The second patient reportedly had a high blood pressure and gained 2.4 kg during treatment. He was dialyzed again later that day to remove the extra fluid. There was no serious injury or illness.